Event description:
A respiratory therapist (rt) director reported to vyaire medical that they had an unusual experience with bellavista device while on a patient. Ventilator was on standby for an ipv ( intrapulmonary percussive ventilator) treatment at 08:18. At the time ventilation was stopped, the vent was in adult/pediatric psv (pressure support ventilation) mode. When start ventilation resumed at 08:33, the ventilator started back up in neonatal p/ac. The therapist stated that the vent was never powered off and they'd never left the cockpit screen. Customer confirmed that there was no patient harm. The patient was removed from the device to pull the logs for tech support.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. Received logs and could not verify the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause is undeterminable as the issue is not reproducible. A review of the logfile provided found the occurrence of a change of patient type from adult to neonatal on the stated date of occurrence. The log file review was unable to determine that the patient type change had occurred without operator interaction, as a result of some malfunction.